Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor generated a replace sensor alert and subsequently failed with a reported blood glucose was 236 mg/d. The user declined bg run mode, disconnected the ilet, and planned to transition to backup therapy with subcutaneous insulin via pen while being advised not to use backup therapy concurrently with the ilet; the user was transferred to the cgm manufacturer for sensor replacement, and the with the user feeling fine. Investigation of this case revealed a g7 sensor malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.